Manufacturer narrative:
The real intelligence cori, pn: rob10024, (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. Screenshots of the case were provided and were reviewed to confirm the warning message upon entering the tibia bone removal stage: ¿bone model generation error¿. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. As part of corrective actions, this issue has been corrected and released in cori-v1.4.3 software.

Event description:
It was reported that, when they went to start burring the twin peg holes for the tibia cutting block during a cori tka procedure, they received the "bone model generation error". They cleared the tibial points and remapped the tibia unordered to proceed with a minimal delay (fewer than 30 minutes). No patient was injured and no other complications were reported.